Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported blood glucose (bg) levels up to 320 (mg/dl). Manual injections were delivered to address bg levels. Due to occlusion occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed.